Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care ab. Maquet critical care ab provides prod failure investigation, analysis and resloution for the device described in this report.